Event description:
It was reported that; l3-l5 mis tlif, patient complained of pain. Imaging showed l3 and l4 set screws floating. Revised pt today. Hospital has kept 3 set screws to examine. It was noticed by the surgeon upon the imaging results.

Manufacturer narrative:
A voluntary medwatch form was received on june 12, 2018. The report indicated that the third blocker was still in the pedicle head, but been significantly loose. The blocker was removed and replaced with new one. The following was concluded in corresponding MDR #'s 3005525032-2017-00111 and 3005525032-2017-00112: review of the x rays shows 2 blockers that migrated post operatively and floating out of the screw tulip head. The patient received a revision surgery and the hospital kept the blocker for an internal investigation, so inspection could not be performed. Lot numbers were not provided, so a manufacturing review could not be performed. According to the representative, the hospital review believes the event was because of surgeon error as the blockers were inserted in the screw at a fixed angle and not seated in correctly (cross-threaded). This would cause instability in the structure and may cause the blockers to back out over time if they were not properly seated and locked down during the initial surgery. According to the representative, the surgeon applied the correct amount of torque and excessive force was not applied. As the products were not returned, a definite root cause cannot be determined.

Manufacturer narrative:
X ray review found only 2 blockers migrated out of the tulip heads (corresponding MDR #'s 3005525032-2017-00111 and 3005525032-2017-00112). This MDR was filed for the third blocker that the hospital reported to have retained. The devices have not been returned for evaluation. There is no known product problem with the third blocker. Investigation details were reported for the contributing products in the MDR's mentioned above.

Event description:
It was reported that; l3-l5 mis tlif, patient complained of pain. Imaging showed l3 and l4 set screws floating. Revised pt today. Hospital has kept 3 set screws to examine. It was noticed by the surgeon upon the imaging results.

Event description:
It was reported that; l3-l5 mis tlif, patient complained of pain. Imaging showed l3 and l4 set screws floating. Revised pt today. Hospital has kept 3 set screws to examine. It was noticed by the surgeon upon the imaging results.